Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing. In addition, the atrial lead also exhibited under-sensing. No intervention was performed. The patient experienced no consequences.